Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer would charge the pump at a later time to address the issue. Customer¿s blood glucose level was 240 mg/dl.